Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3539 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the guide used was completely rolled up in the patient's skin and had to be retrieved with surgical forceps. Clinical consequences observed : threefold increase in application time patient with pain need to puncture several times use of additional equipment. Precautionary measures and actions taken call for a delegating doctor several punctures.

Event description:
It was reported the guide used was completely rolled up in the patient's skin and had to be retrieved with surgical forceps. Clinical consequences observed : threefold increase in application time patient with pain need to puncture several times use of additional equipment precautionary measures and actions taken. Call for a delegating doctor. Several punctures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.